Manufacturer narrative:
B1: adverse event: no, b2: required intervention: no, b5, remove health effect clinical code: 1912, remove health effect impact code: 4614 , remove medical device code: 2993.

Event description:
It was reported that the control-iq increased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm bg reading was a value displayed 190 mg/dl and the meter bg reading was 64 mg/dl. Bg level was addressed by consuming carbohydrates. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. .

Event description:
It was reported the customer went to the emergency room (ER) due to a blood glucose (bg) level of 64 mg/dl. Reportedly, the pump delivered too much insulin during a bolus, which subsequently decreased their bg level. Customer attempted to self-treat by consuming carbohydrates, however; was treated intravenously with fluids of saline and insulin. Customers release date was not provided. Tandem technical support was unable to confirm the allegation as multiple contact attempts were made by tandem technical support to obtain additional information regarding the event and pump data for review; however, no response was received from the customer.